Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b3 (date of event) should be: 07/19/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, image noise, and blackout, could not be identified. For the image noise, presumably, that strong external stress had been applied to the bending section, causing damage to the image sensor cable embedded. As a result, the signal cables may have disconnected. It is hard to specify the cause of the event, but the probable causes are interference with a trocar and load such as bumping and stroking during transportation and reprocessing. For the blackout, presumably, the possible cause of the fault is disconnection of the image sensor cable due to external stress. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿it was confirmed that instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect the endoscope.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the flex deflectable videoscope exhibited no image (image noise and blackout). It is unknown when the issue was found. There were no reports of patient harm

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.